Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: unconfirmed, no sample received. Investigation conclusion: based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer but not correlate this symptom with a potential cause linked to bd process. Root cause description: batch record review could not be conducted as no batch number was provided for analysis. Complaint could potentially be related to a loose plunger rod. Rationale: customer does not require an investigation. 8d report is not required at this time.

Event description:
It was reported that unspecified bd¿ syringe detached from the plunger rod. This was discovered during use. The following information was provided by the initial reporter: called complainant 1, stated that the plunger came out of the back of the syringes and that's was caused them to leak.